Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted they could not reproduce the issues with the integrated electrosurgical unit (iesu) [erbe]. The fse replaced the iesu and power cable to address the customer reported issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. Fa noted that during testing, the unit energized, cauterized, and all the ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the generator stopped working. The site tried to power-cycle the energy device several times and connect the power cord into another wall socket without success. The operating room (or) staff decided to use the vision tower from a different system. The energy device started, but did not show any information. The procedure was converted to another da vinci system with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.